Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after experiencing multiple shocks. Upon interrogation, it was noted the inappropriate shocks were delivered as a result of incorrect interpretation of signals due to atrial fibrillation and the programming of the device. The device was reprogrammed to resolve the event. The patient was stable.